Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior, yellow biological tissue and underweight. A visual and microscopic analysis was performed which identified: broken crease sharp on radius, creases fold, wear abrasion, missing shell, stress marks. Base on the device analysis the final assessment is: a broken crease sharp on radius assessed as fold flaw opening missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side "leaking due to leakage capsular formation and hardness / stiffness". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "left was leaking due to leakage capsular formation and hardness / stiffness".

Event description:
Healthcare professional reported left side "leaking due to leakage capsular formation and hardness / stiffness". Device has been explanted.